Event description:
It was reported the customer had high blood glucose. The customer stated her blood glucose was steadily rising. The customer's blood glucose was 500 mg/dl when she had to treat with an insulin pen. She also reported there was two white objects in her reservoir. Troubleshooting found insulin was able to exit from the tubing during a manual prime. The customer also reported there was no leaks on the insulin pump. The customer's bolus history, basal rates, and bolus wizard settings were also correct. It was also found the insulin pump passed the high pressure test. The customer stated she would change out her infusion set. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).